Event description:
It was reported that a patient underwent an orthopedic procedure in 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that during two unknown cases last week, the needle broke off of the suture. Case was completed with a like device. Device was discarded. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any adverse consequences associated with the patient? No. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. Which tissue was being sutured when the event occurred? Unknown. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Was the needle retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were implemented to retrieve the needle? Visual search and recovery. Was there any additional tissue damage resulting from the search for the needle piece? No. What is the current status of the patient? Unknown. (B)(4) and (B)(4): were there any adverse consequences associated with the patient? No. When was the needle broke off of the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during the use on the patient. Please provide the source or name of person providing answers to follow-up questions: (please refer the attached email).